Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) passed the initial functional test but failed load cell characterization check during further functional testing. The root cause of the noted failure was the defective load cell 1. The defective load cell was likely attributed to mishandling such as a drop or a defective component. The defective load cell 1 was replaced to remedy the fault. Visual inspection of the autopulse platform was performed, and no physical damage was observed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) failed load cell characterization test. No patient involvement.